Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a healthcare provider (hcp) via a clinical study. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump segment was replaced to extend the catheter. There was no issue with the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was examined on 2017 (B)(6) and medial pocket redness and tenderness was observed. The patient was examined again on 2017 (B)(6) and slight draining and redness at the pump pocket site were noted. On 2017 (B)(6), the pump was repositioned from the lower left quadrant to the right lower quadrant. The catheter was spliced and the pump segment was replaced. The clinical diagnosis was medial pump pocket dehiscence. The issue resolved without sequelae on 2017 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (3.0 mg/ml at 1.4 mg/day), bupivacaine (30.0 mg/ml at 14.0 mg/day), and compound baclofen (1000.0 mcg/ml at 466.7 mcg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient had pain at the pump site, on (B)(6) 2017, greater than two weeks following pump surgery. The patient was administered a lidoderm patch the same day. The patient was examined the same day and there was redness at the pump site near the catheter access port. The pump was revised on (B)(6) 2017 and the issue was noted as ongoing.